Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dust cap is confirmed and was determined to be supplier-related. One 19 g x 0.75 in. Safestep infusion set with y-site was returned for evaluation. An analysis of the sample revealed a small white material attached to the inner circumference of the luer connector. Although the dust cap was not returned, the white material observed aligns with a known issue associated with similar cases, where the white material appears to be a piece from the dust cap. This suggests the dust cap may have been damaged during the automated manufacturing process. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported piece of plastic is breaking off the white end cap and lodging into the y-site of the tubing. There was no patient harm mentioned. The clinician noticed the plastic in the tubing before using it. Therefore, they put it to the side and grabbed a new product. No other information was provided.